Event description:
It was reported that the right atrial lead dislodged. A chest x-ray confirmed the dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.